Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date of birth: unknown, not provided. Gender sex: unknown, not provided. Date of event: unknown, not provided. Serial number: unknown, not provided. Catalog no : complete catalog no are unknown as serial numbers were not provided. UDI no :unknown, as serial numbers were not provided. Expiration date: unknown as the serial numbers were not provided. The devices were not returned for analysis. The serial number(s) for the devices were not available, therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Three-year treatment outcomes in the (B)(6) study. Authors: keith barton, md,1,2 william j. Feuer, ms,3 donald l. Budenz, md, mph,4 joyce schiffman, ms,3 vital p. Costa, md,5 david g. Godfrey, md,6 yvonne m. Buys, md,7 and the ahmed baerveldt comparison study group ophthalmology 2014;121:1547-1557 2014 by the american academy of ophthalmology. It was published that 70 eyes failed to achieve the target iop (intraocular pressure). In addition it was reported that 63 eyes experienced late complications: 15 corneal edema, 14 diplopia, 9 corneal edema attributed to the shunt, 6 tube oclusion, 5 cystoid macular edema, 5 graft rejection, 5 recurrent or persistent iritis, 5 pthisis bulbi, 4 tube-corneal touch, 3 shallow anterior chamber, 3 vitreous hemorrhage, 3 choroidal effusion, 2 hyphema, 2 retinal detachment, 2 corneal blood staining, 1 endophthalmitis, 1 hypotony maculopathy, 1 band kratopathy, 1 corneal neovascularization, 1 tube erosion, 1 epiretinal membrane and 1 anterior synechia. No further information was provided.